Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia of value 42 mg/dl. The customer blood glucose level was 46 mg/dl at the time of incident. The customer was treated with food for low blood glucose level. Customer was using the auto mode feature. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did allege pump was over delivering because her doctor and trainer could not figure out what was going on. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.